Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensors were replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. The unit was restarted and then ventilation was able to be completed. There was no report of patient injury.